Event description:
The customer reported that the 9900 system would not boot up and displayed the error message apps no longer in use. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The software was reloaded. The system was tested and operates as intended.